Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopic? Believes it was an open. What device was used for the proximal and distal transaction? Proximal-unk, distal circular. What color reload? Unk. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Hand tied (ex. Hand tied purse string, purse string device). How was the purse string placed, by hand or with an assist device? Hand. Was the spike of the trocar inserted lateral or through the staple line? Unk. What confirmation did the surgeon receive that the anvil was firmly attached? Saw it was attached. When the device was fired, where was the indicator within the green zone/gap setting scale? Within indicator. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch was not heard. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. If yes, how many counter-clockwise revolutions were used to open the device? Na. What steps were taken to confirm successful anastomosis? Unk - no staples were fired. Did the operation change significantly as a result of the device issue? Added 2-3 hours or time. Are pathology specimen and/or report available? Unk. What is the patient's age and sex? Unk. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Event description:
It was reported that during a sigmoid resection, the device was introduced into the patient, the purse string technique was performed, anvil placed and the device was fired. The surgeon noticed the device cut, but did not staple. The device was wiped off and removed from the sterile field. A new device was introduced and the case completed. The or time was extended by 2-3 hours. No adverse consequence from the procedure or the extended anesthesia was reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.